Event description:
It was reported to medtronic minimed that the customer dropped the pump and something black came off of it. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reports a low battery alarm or short battery life. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with constant failed battery alarms after new battery installation. Unable to perform sleep current test, active current test and self test due to constant failed battery alarms. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and a poor/cold solder joint at the r11 was found on the pcba 2 board. Test p-cap / reservoir does not lock properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, corroded battery tube, missing o-ring, cracked reservoir tube lip, detached retainer, and detached end cap. Unable to verify alleged pump's battery lasting less than 1 week due to constant failed battery alarms. Alleged failed battery alarms confirmed during testing due to a poor/cold solder joint at the r11 on the pcba 2 board. Alleged cosmetic damage confirmed where cracked battery tube threads and detached end cap were noted. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.